Event description:
Boston scientific received information that the patient implanted with this device system was presented for a colectomy. While on a ventilator, the maximum sensing rate (msr) was 125, with rates observed up to 140, which were stored as ventricular tachycardia (vt) episodes. Technical services reviewed and believed that intermittent loss of capture (loc) occurred on the right ventricular (rv) lead. Additionally, msr pacing was observed until the minute ventilator was turned off, the same time the patient was on the ventilator. The health care provider (hcp) reported that the patient lost blood pressure at some point, possibly due to the loc. The patient was coded twice and was externally defibrillated, since the hospital believed that the patients' rate was 125. Rv pacing impedance measurements decreased from 560 ohms to 300 ohms, with acceptable sensing measurements. The device was programmed to bipolar at 6.5 volts. The patients' health team was to re-evaluate when the patient was clinically improved.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.